Manufacturer narrative:
The reported events lymphadenopathy and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: massive xanthogranulomatous lymphadenitis from an exogenous foreign body compatible with prosthetic rupture and axillary silicones.

Event description:
Patient representative reporting patient again experienced serious health problems and was diagnosed with massive xanthogranulomatous lymphadenitis from an exogenous foreign body compatible with prosthetic rupture and axillary silicones". This relates to the right device. Device has been explanted.